Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhered to the device could not be determined. It is unknown if deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. No physical damage was confirmed in the area where the foreign material was detected. The suggested events are detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter "5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited whitish foreign material inside air water tube, air water cylinder, jet tube and plastic distal end cover. There were no reports of patient involvement.